Event description:
It was reported that there was a pixel issue on the pump display, which affected the customer¿s ability to read the display. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.